Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 years post initial left side tka, this (B)(6) female patient experienced progressive instability over time that brought her back to the clinic. Poly wear over time of both compartments. Posterior wear bilaterally but worse medially. It was not put in too tight posteriorly and the knee was well balanced. When surgeon took poly out and replaced it there was no posterior tightness. There was no parts or pieces fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
(H3) the revision reported was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert, overall posterior slope of the tibial insert, and patient-related conditions, which allowed for excessive posterior contact, especially medially, and led to severe wear of the polyethylene. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.